Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported suggested malfunction was due to a communication error with the endoscope caused by a failure of the output socket. However, a definitive root cause of the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the light source exhibited the image was blackout, due to damaged scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.